Event description:
Reporter noted surgeon seeing green flashes while using laser with filter in place; requested filter replacement. No injury reported.

Manufacturer narrative:
The filter has been returned and is being evaluated as part of the root cause analysis. Multiple attempts have been made to follow-up with customer; no questionnaires have been returned to date. This report mailed in to FDA on: 09/14/2006.